Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was stuck and in addition, stuck button alarm became frozen on the pump screen. The customer's blood glucose level ranged from 120-140 mg/dl. Reportedly, the customer was able to clear the alarm and continued using the pump for insulin therapy.